Manufacturer narrative:
Engineering evaluation of the returned device is pending.

Event description:
During total knee arthroplasty one of the screws from the head of the locking femoral impactor disassembled and fell into the proximal tibial canal. This event went unnoticed until post operative radiographs were viewed and could have occurred during impaction of the femoral component or immediately after impaction when the handle was released from the femoral component.